Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that after replacing the batteries today, the pump would not power back on. She tried replacing the batteries three times before she contacted customer support. While troubleshooting during call,customer support advised patient to reboot pump, and the pump could be heard beeping while on call. Patient also reported pump was vibrating and stated that the screen was still completely blank. Patient attempted to push buttons to wake pump, without success. The battery cap was replaced 7 - 12 months ago, and is not damaged. The yellow o-ring is not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.